Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The technician replaced the flow valve and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 delivered higher tidal volume than what was set. When the unit was set to deliver 400 ml it was delivering 499ml. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.